Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.2cm-12.1cm from the distal tip. The silicone insulation was abraded and the rv conductors were visible. The etfe coating was intact at the same location. Another internal insulation abrasion was found at 14.0cm-15.5cm from the distal tip. The etfe coating was intact at the same location.